Event description:
Right knee manipulation.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon p/a cr beaded #4r; cat #: 5517f402; lot #: unknown. Tritanium bplate triathlon s5; cat #: 5536b500; lot #: unknown. Tritanium patella-asymmetric; cat #: 5552-l-299; lot #: unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.